Event description:
A customer reported to beckman coulter, inc. (Bec) that approximately 4ml of fluid leaked inside the coulter hmx hematology analyzer. The leak was not contained within the instrument. The customer was wearing gloves and a lab coat at the time of the occurrence. There was no injury or exposure, and medical attention was not sought. Msds was not reviewed, but the facility has an exposure control plan. No erroneous patient results were generated. The field service engineer (fse) found the instrument was leaking at the needle and that the actuator for the drain pinch valve of the needle was not working. The fse replaced the actuator and the leak was fixed. The repairs were verified per established procedures.

Manufacturer narrative:
(B)(4).